Event description:
Additional information reported the patient was successfully implanted and discharged to home and was doing well. That evening the patient had severe radicular pain. The following day the patient was seen and the physician felt the lead may have migrated and therefore admitted the patient for lead modification of the right lead. The lead was explanted and a new lead was implanted successfully. Patient did stay overnight because the procedure was not complete until late afternoon. Patient was discharged in good condition. The patient was seen a week later and was doing much better and the radicular pain had greatly improved. The event was considered resolved without sequelae. Clinical and device diagnosis noted lead migration/dislodgement.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was placed in the wrong location (was anterior) which irritated the patient. It was also noted that the patient had pain and tingling in their abdomen and chest areas. In addition, they had pain in their right leg. Reprogramming was performed as a diagnostic/troubleshooting action for the issue. The lead was then replaced. Follow up information reported that the patient was doing great. Should additional information be received a supplemental report will be filed.

Event description:
Additional information reported the patient was hospitalized due to the event. The event was considered resolved without sequelae.

Event description:
Additional information changed the outcome from resolved without sequelae to unresolved with no further actions planned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).